Event description:
During a routine angioplasty to an ostial lad, a 3.0 x 13mm cypher stent was attempted to cross the lesion. However, the cross was unsuccessful. The physician then attempted to remove the sds in order to perform an additional dilation to the lesion. As the sds was removed, the scrub tech noticed that the stent was not on the balloon. When checked under fluoroscopy it was noticed that the stent had dislodged in the ostial lad. The pt was taken to the o.r. In order for the stent to be removed. The pt was said to be in stable condition prior to the surgery.